Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shutdown. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the battery pins were retightened to remedy the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.